Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical valve deployment, the 23mm sapien was deployed in the native aortic annulus in what was first considered to be 75:25 aortic. Post tee and angiography revealed that the sapien appeared to be about 60% aortic, in the right cusp area, but the valve appeared to be 80% aortic in the left cusp area. There was moderate paravalvular leak (pvl) appreciated via post implant tee. A 1/2 cc of mixed contrast was added to the 18cc that was already in the atrion and a post dilation was performed. Post post-dilation tee revealed moderate pvl was still apparent. An additional 1/2cc of contrast mix was added to the delivery system and a 2nd post dilation was performed. Again the post post-dilation tee revealed no or little improvement with the pvl. Another 1/2cc was added to the atrion/delivery system for a total of 19.5cc's of contrast mix. The third post dilation was performed and post dilation tee revealed mild-moderate pvl, but also moderate central aortic insufficiency (cai), and poor valve leaflet coaptation. After a discussion with the team it was decided to place a 2nd valve within the first valve. A second 23mm sapien was placed 40:60 aortic within the first valve. Post implant tee revealed mild to moderate pvl and zero central ai. The patient was extubated in the cath lab and transferred to ICU awake and alert in stable condition. This patient had moderate native valve/leaflet calcification and moderate aortic root calcification. It was indicated that the team believed the valve was placed a little high on the left cusp side, and could have either been undersized, or a chunk of calcium did not move and created the pvl. Post dilating to help the pvl flared the valve and cai.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention and paravalvular leak (pvl) are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment the patient screening manual and the procedure didactic also identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. In this case, the cause of the too aortic placement and canted position of the valve was indicated as possibly due to the valve being undersized, and/or a chunk of calcium that did not move and created the pvl. Unfortunately post dilating the valve to help the pvl caused cai. This was corrected by deployment of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.